Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 62, 93 and 110 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further information has been reported.